Event description:
Boston scientific crm received information that this patient, who has this implantable cardioverter defibrillator (ICD), experienced an infection of the pocket area. This patient has had past infections. The physician believed the infection could be related to allergies, the device, the competitor's leads or pressure necrosis. This ICD will be explanted in the near future. There were no other adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service, but will be explanted in the near future. This device will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.